Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. This is a combined initial and final report.

Event description:
Explanted device received at wwhq with no further information.